Event description:
The post market clinical specialist noted during a review of a pt's 2013 med records that the pt had a hospitalization in (B)(6) 2013 (unk day) for peritonitis. During the pt's hospitalization the physician noted the pt to be "doing well."

Manufacturer narrative:
The investigation into this report is in progress. A follow up report will be filed upon completion of this investigation.